Event description:
The device was explanted due to inappropriate shocks delivered, as a result of a lead fracture. The pace/sense portion of the lead was capped.

Manufacturer narrative:
No medwatch form was received.